Event description:
It was reported that the patient expired due to sepsis caused by streptococcus. The physician's office stated it was uncertain where the infection came from. They said that the patient works with horses as a hobby and also had a knee injection the week before the patient developed a fever. It is also of note that the patient had a lead revision on june 2, 2006.